Event description:
It was reported that at implant after the lead was placed it moved slightly or was damaged when the guide catheter was slit. The thresholds and impedance values decreased and phrenic nerve stimulation was noted. The physician attempted to reposition the lead but got similar results. The lead was not used due to possible damage and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal conductor had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay. The out insulation was breached cut. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Visual analysis noted the lead had apparent explant damage.